Event description:
The customer contacted physio-control to report that during a patient event their AED device powered off by itself and as a result would not provide defibrillation therapy. The patient, a (B)(6) male, had collapsed in his jail cell. The event was witnessed by his cell-mate and assistance was immediately requested. First responders arrived within approximately two (2) minutes with the AED. The AED was then attached to the patient and the device powered on. The customer advised that the device provided a shock advised decision but then powered off by itself. The customer then installed a new charge-pak assembly into the device. The device was turned back on; however, no defibrillation shocks were provided to the patient. The patient did not survive the event.

Manufacturer narrative:
After additional investigation, it was determined that instead of letting the device go through its normally scheduled self-tests, the customer powered the device on once per day to verify its readiness status. Over time, this action likely depleted the internal hlc batteries of the device. Physio-control has since provided the customer with the operating instructions of this device, which explains the device's self test schedule.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and observed that the internal hybrid layer capacitor (hlc) batteries were depleted due to excessive and repeated power cycles that were performed with the lid closed. Additionally the device was displaying both the charge-pak and attention icons on the device's readiness indicator. Per the downloaded device memory, both of these icons were present on the device both prior to, and during, the patient event. During testing, the device did charge and defibrillate when prompted; however, the customer had replaced the charge-pak during the event which likely recharged the internal hlc batteries while the device was en route to physio for evaluation. Physio downloaded the electronic patient records from the device for review. A clinical specialist evaluated the information and determined that the device use may have contributed to the patient's outcome due to defibrillation being needed, but not provided to, the patient. Additionally, the clinical specialist determined that use error was a contributing factor due to the device not being properly maintained (both the charge-pak and attention icons were present during the event, indicating that the internal hlc batteries were low) and that the device user continued performing CPR during each ECG analysis causing the device to detect motion and stop analyzing the patient. The device operating instructions advise the device user to "be sure to stop CPR while the AED is analyzing the victim's heart rhythm." If the end user continues CPR, the device will stop each analysis after 20 seconds. Due to the findings of excessive and repeated power cycles that were performed with the lid closed, physio-control contacted the customer to find out how the device was stored. The customer advised physio that they keep the unit in a bag with other heavy objects that is moved around on a regular basis. Based on this information it is possible that an object in the bag may have pressed against the on/off button during device storage. Physio has advised the customer that the device is not serviceable and recommended that they purchase a replacement unit.